Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported deflation issue. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the lot number was not reported. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal right coronary artery. An unspecified stent was deployed in the target lesion. A 5.0x8mm nc trek rx balloon dilatation catheter was then advanced to perform post-dilatation and was inflated to an unknown atmosphere. After post-dilatation was performed, the balloon would not deflate holding negative pressure per the recommended number of seconds in the instructions for use. The balloon was inflated again and another attempt was made to deflate the balloon; however, the balloon only partially deflated and would not fit into the non-abbott guide catheter. A guide wire was advanced and an incision was made on the balloon. The balloon was deflated and removed through the guide catheter, and the procedure was concluded. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.